Event description:
It was reported that the atrial lead had high impedance, increased threshold, and an apparent lead fracture. It was also reported that the lead was oversensing only when the patient firmly pressed their hands together. The patient also felt a sensation radiating from the device up into their chest and neck. The patient also reported that the issue started after their recent mammogram due to the "rough" manipulation of their device by the mammogram technician. The patient can now feel where the leads are inserted into the device header. No medical intervention was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.